Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: level a investigation, complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for stopper separates on lot #: 8239880. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8239880, all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200780515] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringe 1.0 ml 31ga 8 mm 10bag 500 wal experienced plunger separation during use. The following information was provided by the initial reporter: material no. 328506. Batch no. 8239880. Verbatim: relion syringe 1 ml 8 mm lot #: 8239880, found others from this same box also stopper came away from the rod. Unknown occd dates.